Event description:
The healthcare provider reported via a study that the patient's entire system was explanted on (B)(6) 2015 (not (B)(6) 2015 as previously reported).

Event description:
It was reported that an infection associated with the pump occurred. Additional details, including the cause of the event, specific patient symptoms, interventions/treatment, diagnostics/troubleshooting, final patient outcome, and drug information, were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced an infection of the pump pocket. The date of onset was (B)(6) 2015. The patient was at another hospital with cellulitis over the pump pocket and the healthcare provider (hcp) was never contacted. The patient was sent home on oral antibiotics and she returned to the emergency department (ed) on (B)(6) 2015 with worsening symptoms. The patient was transferred to the hcp's facility that day. The patient was admitted to the hospital. The pump was explanted and not replaced on (B)(6) 2015. Laboratory testing on (B)(6) 2015 showed the wound culture was negative but vancomycin was given prior to the patient's admission. Event outcome was reported as resolved without sequelae as of (B)(6) 2015. The device system had delivered fentanyl (concentration 6000mcg/ml; dose 1802.3mcg/day) and bupivacaine (concentration 10mg/ml; dose 3.004mg/day).

Manufacturer narrative:
Concomitant product: product ID 8709, lot # l57102, implanted: (B)(6) 1998, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomalies. Analysis of the catheter (lot # l57102) found no significant anomaly. The catheter was returned incomplete and in segments but was acceptable for testing. Analysis of the catheter (unknown lot/serial number) found no significant anomaly. The catheter sc connector had a tear in the seal near the guide ring. It was noted the pump contained fentanyl and bupivacaine.